Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable) and lack of vibration alarms) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor, causing the lack of vibration alarms. The trunk cable pulse wires were too short inside of the distribution node, damaging trunk cable connector j702 on the distribution node pca. The root cause for the damaged j702 connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable), and was not experiencing vibration alarms.